Manufacturer narrative:
Date sent to the FDA: 05/11/2021. Additional information: a manufacturing record evaluation was performed for the finished device lot number qgmcxr, and no non-conformances related to the reported complaint condition were identified. Additional h6 component code: g07002 ¿ device not returned. Additional h-3 summary: the product was not returned to ethicon inc for evaluation, only an empty foil packet of product code pdp304 was returned. Needle or suture was not returned, based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 05/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: qgmcxr, qlmesj. Batch# qlmesj, mfg.date: 10/14/2020; exp. Date: 09/30/2022, batch# qgmcxr, mfg. Date: 06/09/2020; exp. Date: 05/31/2022. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: lot number: unknown: qgmcxr, qlmesj qty of product involved: 1: 3. Qty to be returned: 1:3. Device return status/follow up? The device has been shipped. The following information was requested, but unavailable: * what was being done when the needles detached from the suture (pull off) (e.g. Removal from package, during passage through tissue, during tying, etc.)? * could you please confirm how many devices from lot qgmcxr were involved? * could you please confirm how many devices from lot qlmesj were involved? * procedure name? Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength = 2360 ¿g/m events were submitted via 2210968-2021-02756, 2210968-2021-02757 and 2210968-2021-02758

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used. During the surgery, the suture was detached from the needle easily. It was not a control release needle. There were no patient consequences reported.